Event description:
The account alleged that a pt left the bed and the bed exit didn't alarm after six seconds. The account indicated that the bed exit did alarm after the pt had gotten into a chair but didn't know exactly how long it took for the bed exit to alarm. There were no injuries.

Manufacturer narrative:
The account replaced the bed exit tape switches to repair the bed.